Event description:
Patient reported they have experienced low blood glucose (20-30 mg/dl, normal = 80-120) over the past 2 years. Patient stated they would eat and drink to raise blood glucose levels. Patient stated they would get a low blood glucose on a daily basis. Patient stated that over the last 2 years the paramedics have been called 12 times and they have gone to the hospital 4 times. The last time the patient was in the hospital, they treated with dk-40 and a glucose saline IV. Patient has switched back and forth between this device and their back up, but the backup seemed to cause high blood glucose (this information was gathered on a separate form). Patient's blood glucose was 238 mg/dl about 2 hours ago.